Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. In order to perform a proper and thorough investigation, it is necessary to evaluate the sample involved on this complaint. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective action can be established. If device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the circuit breaks at one of the plastic connector pieces near the patient". Alleged issue reported as detected during use. It was reported there was no patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). A medwatch was received from the user facility (medwatch # listed on report is 310001-2018-0001). It was discovered that the complaint was already reported to the FDA on 03/28/2018 under MDR# 3004365956-2018-00093; thus this MDR is a duplicate.

Event description:
Customer complaint alleges "the circuit breaks at one of the plastic connector pieces near the patient". Alleged issue reported as detected during use. It was reported there was no patient injury or consequence.